Manufacturer narrative:
Evaluation summary: the customer's stated problem "alarms air in line when infusing" was not identified in the pump event log. The pump was visually inspected and there was no physical damage found and the keypad and labels were intact and functional. The pump was flow tested and no "air in line" alarm message occurred. Furthermore, the device design history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the customer's reported problem could not be verified, but the pump's air detector sensor was replaced as a preventative measure.

Event description:
Distributor requested repair of an ambulatory in fusion pump due to "alarms air in line when infusing". No patient involvement.